Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio downloaded the electronic patient record for review. The customer initially reported that they had successfully delivered 6-8 shocks at 360 joules each; however, after examination of the electronic patient record physio observed that the customer actually delivered 15 defibrillation shocks at 360 joules successfully. Physio was also able to ascertain from the electronic records that the customer did in fact press the charge and shock buttons while attempting to defibrillate the patient after the 15th shock had been delivered. Shortly after their attempt to shock, the device cycled power for reasons unknown. The customer then attempted to press charge again, but the device did not respond. This is when the customer obtained a backup device to continue with patient care. Physio also observed in the electronic patient record that a service indicator appeared during the event. As a result, physio replaced both the system controller (sc) pcb assembly and the user interface (ui) pcb assembly. During the post-repair performance inspection procedure (pip) the physio service representative heard a "pop" sound when attempting to charge and defibrillate at 360 joules. The service representative sent the device in to physio-control's service depot for further examination. A physio-control service depot representative evaluated the device and observed that a diode, designator cr30, on the therapy pcb assembly was damaged. He then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly where it was determined that the cause of the issue that physio observed during testing was a diode, designator cr30. The diode was shorted from pins 5 to 9. The board, in this condition, would not have been able to deliver defibrillation therapy; however, this condition did not occur until after the aforementioned patient event and while the device was in physio-control's possession. Physio evaluated the removed ui pcb assembly and concluded that the service indicator that appeared during the patient event was caused by codes generated from the ui pcb assembly. There was no indication that the observed service indicator which was a result of the ui pcb assembly contributed to the reported failure to deliver defibrillation energy. The sc pcb assembly and the ui flex assembly were ancillary replaced parts and there were no failures found. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control further analyzed the electronic data from the patient event and determined that the likely cause of the reported issue of the device failing to defibrillate was a usb communications failure caused by the user interface (ui) pcb assembly. Component level cause could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device would charge, but not defibrillate when prompted. The customer advised that there were no known adverse effects to the patient because a backup device was readily available and used to continue patient care. No additional details about the patient, or the event, were provided.